Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a "keyword not working" and alarmed system error 345 (thermistor disparity). This occurred before use in the medicine I department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "error 345" was reproduced. A review of the event history log revealed "ec345 (thermistor disparity)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty force sensor. The force sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted. During functional testing, the reported problem "keyword not working" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty I/o board and broken keypad trace. The I/o board and keypad required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.